Event description:
An altitude alarm was reported by the customer, causing the blood glucose level to display as "high," exceeding 500 mg/dl, though a specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump, and technical support instructed cleaning procedures and cartridge replacement. After loading a new cartridge, the pump resumed normal operation and the alarm did not recur, indicating resolution without requiring third-party assistance.